Event description:
It was reported by the surgeon that when she goes to fire the device from the beginning, it feels locked out. She checks the back of the device and sees that there are still a number of clips remaining so she squeezes very hard and the clips finally will deploy. She said she feels like the device is locked out right from the beginning of the firing stroke. In addition, she has noticed that the clips will be scissored or will fall out when she is required to use this excessive force. At this time she is unable to comment on the number of times this has happened. She also noted that she does not use the device as a lever and supports the applier with her hand only keeping the shaft of the device free from leaning against any underlying structures. This surgeon has used this device for more than ten years and has recently noticed issues with the applier. No adverse patient consequences have been reported. Devices have been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.